Event description:
A surgeon reports a fiber was observed on the intraocular lens following insertion. Enlargement of the incision was required to accommodate removal and replacement of the lens. Another lens was implanted without further complication.